Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on-site technical visit, field service engineer confirmed that the device was meeting specifications per service and installation report and could not reproduce reported event. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The patient's right eye was treated twice that day. The reported treatments could be identified in the logfile. For the first treatment the surgeon missed vacuum two one time during the docking process before the treatment. The patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value. The surgeon interrupted the treatment once by releasing the laser pedal during bed cut. The reason why the user interrupted the treatment is not visible in the logfile. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal, which caused the interruption of the treatment during bed cut. The treatment was only thirty-nine percent complete. The reason why the user switched off the vacuum is not visible in the logfile. No relevant deviation between planned and performed energy (only canal- and bed cut visible) is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. In the treatment report image, it can be seen that canal placement might not have been optimal, not allowing gas to escape. Directly after the aborted treatment the surgeon performed a second treatment on the patient¿s right eye. As per our recommendation and training, patient should be sent home, and appropriate healing time should be allowed for the performed cut, instead of immediately performing a second flap cut. The surgeon missed vacuum one once during the docking process before the second treatment. The suction ring was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one value. The surgeon interrupted the treatment twice by releasing the system pedal during bed cut. The reason why the user interrupted the treatment is not visible in the logfile. The treatment of the patient's right eye was aborted due to the user released the system pedal and pressed the vacuum pedal, which caused the interruption of the treatment during bed cut. The treatment was only fifty four percent completed. The reason why the user switched off the vacuum is not visible in the logfile. No relevant deviation between planned and performed energy (only canal- and bed cut visible) is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. The user operated within the recommended energy settings. For both treatments, review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during canal creation there was an incomplete flap in the patient's right eye, during lasik surgery. There are two related reports for this event. This report addresses the jg's patient initial's, right eye and other manufacturer reports will be filed.